Manufacturer narrative:
Device passed the operating currents, self test and displacement test. No unexpected battery power loss anomaly noted during test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump received off no power alert. The customer¿s blood glucose level was 111 mg/dl. The customer did not receive a low battery alert prior to the off no power alert. Customer states the battery cap was not loose, cracked or damaged. The customer was advised the pump requires brand new or fully charge batteries to work effectively. Customer states this is the second occurrence of off no power without a low battery warning. The customer was also advised to revert to healthcare professional plan until replacement arrives. The insulin pump will be returned for analysis.